Event description:
It was reported by the caller, clinical account specialist, that there was an adverse event during a concomitant procedure where the carto 3 system was used only for mapping. The caller stated that the carto 3 system was used for mapping with the octaray catheter. Farawave catheter was used for ablation with the farapulse system. The caller stated that the adverse event occurred after ablation had been completed. The caller stated that they believed the appendage "busted/ruptured" when the watchman device was "turned into the appendage or deployed". The caller stated that either the lead nurse or anesthesia noted that the patients blood pressure dropped. CPR was started. The caller stated that at some point the patient lost a pulse and that their blood pressure was 25. The caller stated that a pericardiocentesis was performed and it is unknown how much fluid was removed. The caller stated that they were also circulating fluid and blood. The caller stated that fluid was lost too quickly. A surgery team was called and an unknown surgery was performed to control the bleeding. The caller stated that the watchman device was removed and the appendage was "clipped". The caller stated that the surgeon and the surgical tech performed manual CPR on the heart and the patients pulse returned. The patients chest was still open due to swelling and the patient was moved to intensive care unit. The caller stated that the patient was stable when they left the ep lab. The caller stated that an octaray, decanav, and soundstar catheters were in use during the procedure. The caller did not have the catheter information at the time of the call. The caller stated that all of the catheters were discarded. Carto 3 system was used only for mapping. Farapulse system in use for ablation. Watchman device in use for appendage closure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).